Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer reported that the insulin pump was exposed to water. The customer also reported that the buttons were working intermittently. The customer reported that they received a battery out limit alarm. The customer reported that the lcd was slightly lifted off. The customer's blood glucose was unknown at the time of incident. The customer stated that the battery were out greater that duration allowed by the insulin pump. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump would reboot when they tried to clear the compromised force sensor system alarm. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with corroded motor home switch, blank display due to corroded electronic assemblies also; corrosion was noted at the keypad traces. Unable to verify unresponsive buttons due to blank display also, unable to verify battery out limit alarm, a33 alarm, rebooting or loss of settings due to blank display. The drive support disk was inspected and no anomalies noted. The insulin pump had cracked case at display window corners and battery tube threads. The insulin pump was missing the display window and the end cap sticker.